Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor therapy and fecal incontinence. It was reported that the patient representative and the patient were both present during the call. They reported patient has the interstim therapy for both bladder and bowel. Poor communication was encountered on the 3037 patient programmer. Caller tried both with and without the antenna attached but continued to see poor communication screen. Agent reviewed potential for the ins battery to be at eos. The patient stated theirsymptoms have not been terrible, not like it was prior to implant, but patient has some concerns. Patient saw their chiropractor 2 weeks ago as of tomorrow, and the chiropractor pressed very hard on the device and patient was in very bad pain. Patient has an appointment tomorrow with managing physician. Agent discussed patient questions about device removal, replacement, and newer interstim systems and features. Emailed patient additional information. Additional information was received from the patient. It was reported that the cause of the poor communication was not known for sure. When asked what the most likely cause was the patient reported their device seemed to have moved into the small of their back. They see a chiropractor every week and they always presses on the patient there. That is why they think it moved. The patient has had the device for 5 years. The chiropractor always adjusts the patient the same way. They have never had a problem before. A new device was installed on (B)(6). A manufacturer representative (rep) was supposed to be present where the patient went back 2 weeks later, but only the nurse was there to take thestitched out. It would be great if someone could help them set up the device. The issue was not yet resolved.